Manufacturer narrative:
There is no indication of any system or component failure and no reports of any external trauma or other event that is likely to have contributed to the device movement. Migration of components is a known inherent risk of implantable neuromodulation devices and in this case the migration appears to possibly be related to the choice of location for the implant.

Event description:
Patient was implanted with a nalu spinal cord stimulator system on (B)(6) 2023 with the implantable pulse generator (ipg) being placed in the patient's flank area. After activating the system the patient reported issues with communication between the ipg and the external therapy discs, causing intermittent therapy and pain relief. Palpation of the ipg site found that the loose skin around the site allowed the device to migrate beyond the recommended depth for optimal communication. On (B)(6) 2024 a surgical intervention was performed to place a new ipg in a more superior and medial location to avoid the loose skin on the lower flank area.